Manufacturer narrative:
The articleref 313-03398 corresponse to the sa-kg-fe-b58-porex articlenumber the review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
This revision femoral component was a custom design provided under compassionate use. The patient has a nickel allergy. This femoral component was made of titanium alloy with tinbn coating. The device was implanted (B)(6) 2020. X-rays show that the stem has fractured. Revision surgery is planned for (B)(6) 2024. X-rays suggest that the proximal flat surface of the distal femur was not seated against bone, and that compressive loads on the joint may have caused a flexion moment carried mostly by the stem, which due to its material and small diameter experienced fatigue failure. [Customer]

Manufacturer narrative:
The article number (B)(4) corresponds to the article number (B)(4). The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
This revision femoral component was a custom design provided under compassionate use. The patient has a nickel allergy. This femoral component was made of titanium alloy with tinbn coating. The device was implanted (B)(6) 2020. X-rays show that the stem has fractured. Revision surgery is planned for (B)(6) 2024. X-rays suggest that the proximal flat surface of the distal femur was not seated against bone, and that compressive loads on the joint may have caused a flexion moment carried mostly by the stem, which due to its material and small diameter experienced fatigue failure. [Customer].